Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a primary breast augmentation surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her left breast prosthesis, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On june 27, 2023, mentor received the device for evaluation. On june 30, 2023, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).